Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
1 reported false positive sars result for 1 asymptomatic (off-label use at the time) patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also communicated 2 additional patient events which are captured on separate reports.